Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was a possibility that the reported phenomenon was attributed to the failure of the led unit due to the deterioration of the subject device after repeatedly long-term use. This may have caused the light modulating function to not work properly.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was flickered during the incoming inspection for the repair at olympus service operation repair center (sorc). It was found the lcd unit failure which might have caused the reported phenomenon. There was no patient injury associated with this report.